Event description:
It was reported that the pump was explanted due to normal battery depletion. Drug delivered via the device was dilaudid. Patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the returned pump revealed high battery resistance.